Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Final analysis found external insulation abrasion exposing the inner coil. The exposure of the coil at the abrasion zone is consistent with friction to another implantable device. This contributed to the reported field event of noise.

Event description:
It was reported that the patient had experienced syncopal episodes; inhibition of pacing due to noise oversensing was observed on the right ventricular lead. It was noted that the noise was reproducible and no other electrical anomalies were reported. The lead was explanted and replaced. The patient¿s condition post procedure was stable.